Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt, the device delivered a shock on the t-wave without being triggered to do so. The physician did not trust the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.